Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the shaft of the device was bent. Functionally, the device's jaw opening and closing mechanism was not functioning properly. The jaw lever did not spring back to position when it was released. There was resistance when attempting to open the jaws. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was detected when plugged into generator and activated multiple times on a saline-soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. The device was brought to the attention of product engineering for a jaw lever issue. It was reported that the device was difficult/impossible to close and the jaws were difficult to open. The r eported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of shaft damage. The most likely cause could not be established from the information available. The manuf acturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the total laparoscopic hysterectomy procedure, the unit was applied to the tissue from the beginning of the procedure right out of the box and on the peritoneal tissue. The device was difficult/impossible to open. The surgeon was able to open the jaws with some difficulty, and it was removed. The jaws were stiff and not springing back to position, as were all the tissues that the surgeon used the device on. The device did not stick to tissue. There was no knife blade extended, and it does not protrude beyond the edge of the jaws. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: lxmj37l, maryland xp latch sealer/divider 37cm (lot#33330025x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the total laparoscopic hysterectomy procedure, when the unit was applied to the tissue at the beginning, the device was difficult/impossible to open. The surgeon had difficulties with opening and closing the jaws. Jaws were stiff and not springing back to position. The device did not stuck on tissue. There was no patient injury.

Event description:
According to the reporter, during the total laparoscopic hysterectomy procedure, the unit was applied to the tissue from the beginning of the procedure right out of the box and on the peritoneal tissue. The device was difficult/impossible to open. The surgeon was able to open the jaws with some difficulty, and it was removed. Jaws were stiff and not springing back to position, as were all the tissues that the surgeon used the device on. The device did not stick to tissue. There was no knife blade extended, and it does not protrude beyond the edge of the jaws. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.